Event description:
It was reported by the rep that the device was used during a laparoscopic nissen fundoplication. It was reported the trocar "o" ring split in all trocars during the procedure. A new product was utilized to complete the case. There was no consequence to the pt.